Manufacturer narrative:
Corrected data: h6 - annex a code corrected to include a051201 additional codes - annex g component code corrected to include g04002 section d information references the main component of the system. Other relevant device(s) are:¿ followed by the product ID d-evolutfx-2329, serial/lot number (B)(6), use by date 2026-may-14, and UDI number (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012289391); product type: 0195-heart valves. Product ID l-evolutfx-2329 (lot: 0012307634); product type: 0195-heart valves. Product ID evolutfx-29 (j221807); product type: 0195-heart valves. Product ID d-evolutfx-2329 (lot: 0012268511); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this 29 millimeter (mm) transcatheter bioprosthetic valve into a patient with an annulus perimeter of 75.2 with low calcium on the valve leaflet and protruding calcium on the sinotubular junction (stj), no pre-implant balloon aortic valvuloplasty (bav) was performed. It was reported the patient had small sinuses. The valve was loaded successfully. The valve was deployed high and was recaptured. Upon deployment again, an infold was noted. The valve was recaptured and removed from the patient. It was determined to downsize to a 26 mm valve as the 29 mm may have been too big for the anatomy. A poor quality computed tomography (CT) was reported. The 26 mm valve was loaded and deployed to 80% and was repositioned twice as the valve kept moving up. On the third deployment attempt, paravalvular leak (pvl) was reported. The valve was recaptured and removed from the patient. It was determined to try a new 29 mm valve again. The 29 mm valve was successfully loaded and deployed with good result. It was noted that the infold on the first valve may have been a result of the stj calcium. No adverse patient effects were reported.

Event description:
Additional information was received that after the 26 millimeter (mm) valve was 80% deployed, there was moderate paravalvular leak (pvl). It was reported there was poor sealing due to the valve being undersized.

Manufacturer narrative:
Image review: two fluoroscopic images of the procedure and one page of the patient summary for anatomical assessment were provided for review. Evolut frame infolding can be facilitated by a variety of unfavorable factors, including but not limited to inflow crown overlap during loading and excessive calcification of the patient¿s anatomy. The selection of the 29 mm valve based on the annulus perimeter was correct. However, the small mean sinus diameter meant that the 29 mm prosthesis frame was too large for the anatomy. Even though the subsequently selected 26 mm evolut would have better fitted the small sinus of valsalva, its repeated upwards movement and the reported paravalvular leak (pvl) are testament that the this valve size was too small for the given annulus perimeter. No misload (inflow crown overlap) can be seen during the fluoro-check but during the first deployment attempt with the evolut 29 mm, an infold is clearly visible. Based on those two observations, the most likely cause of the repeated infold formation in the first evolut 29mm was the challenging patient anatomy (restrictive sinus dimensions plus the reported sinus of valsalva calcification) and not a dysfunction of our device. Updated b.5 and h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the 26 millimeter (mm) valve implant, as the physician was going from the 3rd node to 80% deployment, the valve dislodged to the level of the sinotubular junction (stj) on the first and second deployment attempt. On the third deployment attempt, the valve stayed at the annulus but paravalvular leak (pvl) was observed and it was decided to retrieve the valve and use the 29 mm valve instead. Per the physician, it was believed that the 26 mm valve was too small for the anatomy.

Manufacturer narrative:
Updated data: h6 conclusion: the device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve was discarded by customer, so it was not returned to medtronic for analysis. Potential factors that can influence dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and shape of the native anatomy. Per the physician, it was believed that the 26 mm valve was too small for the anatomy. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Paravalvular leak (pvl) is a known potential adverse effect per the device instructions for use (IFU) and can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. As reported, there was poor sealing due to the valve being undersized. Per the physician, it was believed that the 26 mm valve was too small for the anatomy. In this case, undersized valve is most likely the cause of pvl. Adequate sizing of the patient annulus is dependent on procedural (imaging, etc.), anatomical variation, and technical factors. The device IFU provides instructions and dimensions for proper sizing of the annulus for an optimal valve fit. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.